Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had symptoms of left sided weakness. It was reported that the patient experienced a right sided infarct that then evolved into a hemorrhagic stroke. The patient's symptoms progressed and the patient became unresponsive. The patient had do not resuscitate/ comfort care only directives, and care was withdrawn. The patient expired on (B)(6) 2017. The cause of death was stroke. It was reported that the pump was operating as expected at the time of stroke, no alarms were reported.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported right sided infarct that evolved into a hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.